Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon ps fem trl s/s #4lt was reported. The event was not confirmed. Device evaluation and results: visual inspection of the device indicates consistent use. The device is dimensionally out of specification which can be attributed to use over time. Due to the device being dimensionally out of specification, it is also non-functional. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves a periprosthetic fracture to the left lateral femoral condyle that was fixated using 6.5 mm screws. There was also a delay of approximately 15 minutes. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes and patient history are needed to determine the root cause.

Event description:
Left lateral femoral condyle fracture on removal of triathlon size 4 ps trial during knee replacement. Fracture fixated using 6.5mm screws. The knee replacement was completed with standard triathlon components.

Event description:
Left lateral femoral condyle fracture on removal of triathlon size 4 ps trial during knee replacement. Fracture fixated using 6.5mm screws. The knee replacement was completed with standard triathlon components.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.